Event description:
It was observed that during the device evaluation, the rigid video scope exhibited the fiber bonding in the outer tube area is damaged. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a definitive root cause of the reported malfunction was unable to be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.